Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, which was reproduced. Evaluation found all keys to be inoperable except the top row of blue soft keys and the on/off key which experienced double beeping. The keypad was found to have extensive damage due to an external influence. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue. (B)(4).

Event description:
It was reported that a spectrum pump had an inoperable/malfunctioning keypad. It was also reported there was no patient injury.